Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate shocks. Technical services (ts) reviewed the stored episodes and determined that the device appropriately withheld therapy until it time out and delivered 14 shocks and 6 anti-tachycardia pacing (atp) bursts on sinus tachycardia. No adverse patient effects were reported. This ICD remains in service.